Event description:
It was reported that while using the bd facscanto¿ ii that data was not entered correctly to the facscanto. The following information was provided by the initial reporter customer has reported that for one sample, the identification data was not entered correctly from workflow manager to the facscanto. The sample has to be repeated in order to ensure correct linkage. (B)(6) : 2023-01-19. MDR safety checklist - patient samples.

Manufacturer narrative:
H.6 investigation summary scope of issue: the scope of issue is only limited to bd facscanto ii cytometer, part # 338962 and serial # (B)(6). Problem statement: customer reported complaint regarding failed sample data transfer on 18jan2023. This poses the risk of producing delayed or erroneous results that might impact patient diagnosis and treatment. No further occurrences have been reported on this. This is not an instrument issue and neither the customer nor any patients were harmed due to this issue. Manufacturing defect trend: there are zero qns (quality notifications) for part # 338962 related to the reported issue. Date range from 18jan2022 to 18jan2023. Device history record (DHR) review: DHR part # 338962 serial # (B)(6), file # 338963-v96300632-900173975-08, was reviewed. The instrument met all the manufacturing specifications prior to release. Complaint history review: this is the only complaint part # 338962 related to the as reported code 1 : labeling / documentation, date range from 18jan2022 to 18jan2023. Returned sample analysis: a return sample was not requested because no parts were replaced. Service history review: review of related case # (B)(4). Install date: 22jan2009. Defective part number: case comments: on (1/18/2023 8:21 am) customer has reported that for one sample, the identification data was not entered correctly from workflow manager to the facscanto. The sample has to be repeated in order to ensure correct linkage. On (3/16/2023 8:43 am) information on possible patient impact: the result was associated with the wrong patient name therefore this would be considered an erroneous result this would have delayed the result being issued. The service provides an integrated report (including a flow cytometry result) which includes results from other departments therefore it is unlikely that there would have been a delay to treatment. Patient samples were not redrawn. No harm. On (3/16/2023 8:44 am) investigation was done on patient impact, which there was not. Customer is aware how to avoid by using a template without earlier patient names. No further occurrences have been reported on this. Risk analysis: risk management file part # 10000445836ra, rev. 02/vers. I, ra - facsdiva risk analysis was reviewed. No new hazards have been identified and the current mitigations are sufficient. ID: 3.1.16. Hazard: incorrect data file when exporting selected wells (tfs 166335) cause: mismatched results when exporting the selected wells from a plate harmful effects: mismatched results; user may require technical support to continue residual probability: 2. Residual severity: 2. Residual risk index: 4. Potential causes: based on the investigation results, the potential cause was determined to be usage of old templates for assay that were saved with the patient¿s name entered at time of creation. Investigation result / analysis: the investigation was performed and based on the review of complaint trend, defect trend, DHR review, risk analysis, and service activity review, the potential cause was determined to be usage of old templates for assay that were saved with the patient¿s name entered at time of creation. Customer reported a complaint regarding identification data not entered correctly from workflow manager to facscanto. The customer has informed that they do not directly report data from the facsdiva software and use a third party software to analyse their files. When they were doing so and analyzing the results, they found then that the name of the tube is a mismatch to the patient name from the embedded fcs keyword data. There was no patient impact and the customer is aware how to avoid the error by using a template without earlier patient name. There have been no further occurrences reported on this issue. Although the instrument was used for diagnostic testing the issue was identified and resolved before the patient sample results were used for any diagnosis or treatment. Troubleshooting procedures can be found in the IFU, bd facscanto¿ ii flow cytometer instructions for use (IFU) manual, #23-20269-00 rev. 1/vers. Conclusion: based on the investigation results, complaint was confirmed and the potential cause was determined to be usage of old templates for assay that were saved with the patient¿s name entered at time of creation. There was no patient impact and the customer is aware how to avoid the error by using a template without earlier patient name. There have been no further occurrences reported on this issue. Based on the investigation results a CAPA is not required because the issue was resolved and there was no impact to customer and patient health or safety.

Event description:
It was reported that while using the bd facscanto¿ ii that data was not entered correctly to the facscanto. The following information was provided by the initial reporter. Customer has reported that for one sample, the identification data was not entered correctly from workflow manager to the facscanto. The sample has to be repeated in order to ensure correct linkage. (B)(6). MDR safety checklist - patient samples.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Initial reporter phone number: (B)(6).